Event description:
Customer tested blood glucose at school and received a result of "lo." They were given snacks to raise blood glucose. A retest was done and the result was over 500mg/dl. The next day the device gave a result of "lo" and immediately a retest was done with a result of 371mg/dl. The customer was given insulin. 10 hours later the customer was taken to the hosp and kept overnight. They were treated with fluids. Unk if controls were used. A request was made for the return of the suspect device and replacement product was sent.